Event description:
A report was received that the patient was unable to charge her ipg. The physician determined that the patient had a seroma at her pocket site. The patient was given water pills but the issue was not resolved. The physician decided to aspirate the seroma. The fluid was clear and the physician confirmed there was no infection. During a follow up appointment, the patient was still not able to charge. The physician removed another 35cc of clear fluid and the patient was able to charge her ipg.